Manufacturer narrative:
The reason for reoperation: deflation.

Event description:
Patient additionally reported "exhaustion" and "fatigue", "autoimmune issues", "hashimoto's thyroid" and "brain fog"; these events are not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination of plug strap disk shell and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening and delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening and partial delamination of plug strap disk shell due to adhesive failure.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade ii. Patient additionally reported "exhaustion" and "fatigue", "autoimmune issues", "hashimoto's thyroid" and "brain fog"; these events are not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade ii. Device remains implanted.